Event description:
Country of complaint: (B)(6). Complaint states: thread breaks while introducing for the first time without giving pressure.

Manufacturer narrative:
Tested the knot pull tensile strength of the closed samples received and the results fulfill the requirements of the OEM. Reviewed the bath manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: although the results of the samples received fulfill the specifications of the OEM, OEM takes note of this incidence in order to assess if new or additional actions are needed. Actions on product: na. Corrective/preventive actions: na.